Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently forgot to turn off exercise activity which resulted in an automatic bolus being delivered. Subsequently, the customer then delivered an additional bolus which ultimately decreased the customer¿s blood glucose (bg) level to 56 mg/dl. Customer consumed carbohydrates and juice to address bg. As a result, customer went to the hospital on (B)(6) 2021 but declined further troubleshooting or follow-up from tandem technical support, therefore no additional information could be obtained.